Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to feeling palpitations. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was noted that the right atrial (ra) lead displayed possible intermittent atrial undersensing in the stored atrial tachycardia (at) / atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.